Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included birth defects (her child was born with birth defect). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), device expulsion ("spontaneous expulsion of 1 essure"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines / headaches"), urinary tract infection ("urinary tract infection"), tooth disorder ("dental problems"), anxiety ("psych injury /anxiety"), feeling abnormal ("brain fog"), mood swings ("mood swings") and amnesia ("memory loss"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, device expulsion, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, headache, migraine, urinary tract infection, weight increased, tooth disorder, anxiety, feeling abnormal, mood swings and amnesia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, amnesia, anxiety, device expulsion, feeling abnormal, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2014 and (B)(6) 2013 to (B)(6) 2013. Plaintiff claimed: physical appearance changes. Insertion details - trailing coils: left 8, right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test unknown. Result: not provided. Laparoscopy - on (B)(6) 2014: removal details - (B)(6) 2014 - as reported. She previously had essure placement with spontaneous expulsion of 1 essure. She has an essure implant on the right side. Findings: exam under anesthesia was normal. At laparoscopy, external anatomy was normal. There was an essure implant in the right fallopian tube. Lot number:b06101. Manufacture date: 2013-03. Expiration date: 2016-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included birth defects (her child was born with birth defect). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), device expulsion ("spontaneous expulsion of 1 essure"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines / headaches"), urinary tract infection ("urinary tract infection"), tooth disorder ("dental problems"), anxiety ("psych injury /anxiety"), feeling abnormal ("brain fog"), mood swings ("mood swings") and amnesia ("memory loss"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, device expulsion, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, headache, migraine, urinary tract infection, weight increased, tooth disorder, anxiety, feeling abnormal, mood swings and amnesia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, amnesia, anxiety, device expulsion, feeling abnormal, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2014 and(B)(6) 2013 to (B)(6) 2013. Plaintiff claimed: physical appearance changes. Insertion details - trailing coils: left 8, right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test unknown. Result: not provided. Laparoscopy - on (B)(6) 2014: removal details - (B)(6) 2014 - as reported. She previously had essure placement with spontaneous expulsion of 1 essure. She has an essure implant on the right side. Findings: exam under anesthesia was normal. At laparoscopy, external anatomy was normal. There was an essure implant in the right fallopian tube. Most recent follow-up information incorporated above includes: on 11-nov-2021: medical record received : event migration updated to spontaneous expulsion of 1 essure and hence downgraded to non-serious incident event. Reporter information, race, lot number, insertion date updated and removal date, reporter causality comment and intervention surgery added. Event pregnancy with contraceptive device seriousness criteria updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included birth defects (her child was born with birth defect). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic/pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), anxiety ("psych injury /anxiety"), urinary tract infection ("urinary tract infection"), headache ("headaches"), tooth disorder ("dental problems"), feeling abnormal ("brain fog"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and amnesia ("memory loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, menorrhagia, anxiety, urinary tract infection, headache, weight increased, tooth disorder, feeling abnormal, mood swings, vaginal haemorrhage, migraine and amnesia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, amnesia, anxiety, device dislocation, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2014 and (B)(6) 2013. Plaintiff claimed:physical appearance changes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test unknown. Result: not provide. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal) and memory loss were added. Event psychological trauma was replaced with the event anxiety. Lab data was updated. Reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included birth defects (her child was born with birth defect). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury /anxiety"), urinary tract infection ("urinary tract infection"), headache ("headaches"), tooth disorder ("dental problems"), feeling abnormal ("brain fog") and mood swings ("mood swings"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, headache, weight increased, tooth disorder, feeling abnormal and mood swings outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, feeling abnormal, headache, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2014 and (B)(6) 2013. Plaintiff claimed: physical appearance changes . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test unknown. Result: not provide. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event "injury to herself" updated "pelvic pain", events- "abdominal pain, psych injury, pregnancy , device ineffective, miscarriage , menorrhagia, migration, urinary tract infection, headaches, weight gain, dental problems, brain fog; mood swings,", lab data ,historical condition were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.